Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported difficulty visualizing the clip appears to be related to patient anatomy. The reported unchanged mitral valve insufficiency/ regurgitation (mr) appears to be cascading effects of the reported slda. Mr is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed leaflet, and a pre-existing flail. A steerable guide catheter (sgc) was inserted. However, resistance was encountered at the insertion point, and after one attempt, it was observed that the soft tip of the guide was distorted and had a sharp part. Therefore, the sgc was removed and replaced. A new sgc was inserted, and the procedure was continued. A mitraclip xtw was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The procedure was discontinued. No additional clips were implanted, and the mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.